Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they were recently hospitalized due to a blood glucose level over 600 mg/dl and diabetic ketoacidosis. Caller stated that the insulin pump was not delivering insulin. The customer was wearing the insulin pump at the time of admission. Troubleshooting was not performed. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No bolus anomaly or basal anomaly noted during testing. Device uploaded properly using carelink. Device had cracked reservoir tube lip.